Event description:
It was reported that the preloaded intraocular lens (iol) haptic was faulty. Further follow-up revealed that the haptic was damaged in the inserter. The procedure was completed with a back up lens. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.